Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the operating room and prior to heart surgical intervention (replacement of aortic valve, 2 acvb + lima) the intra-aortic balloon (iab) was inserted through a sheath and into the patient's right femoral artery. During insertion of the iab, the patient was intubated. Start of intra-aortic balloon pump (iabp) therapy was 9:45 am. There was good augmentation by the iabp, visible in the pressure curve. Thirty minutes later, the patient suddenly had circulation instability. The iabp alarmed "helium leakage or iab catheter kinked." The iabp could not be restarted. The helium line was visually inspected and no blood was found. There was an immediate "cannulization of aorta ascendens and right atrium to connect extracorporeal circulation." When the hose clamp at the aorta tube was opened, air/foam mixture came out from the tube. The aorta tube was vented again and then extracorporeal circulation was started. Subsequently, transesophageal echocardiography showed big rates of air in the area of aorta descendens. The iab was removed and replaced. The new catheter worked properly. There was no reported patient death. Medical/surgical intervention was required. There was a 30 minute interruption/delay in iabp therapy. There was a reported patient complication of a massive arterial helium embolism. The patient outcome is listed as ok. Additional information received on 05/20/2011 by the customer stated that "at the removed catheter at the tip it is visible a fiber turned out."